Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of filter leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Updated information in d9.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported the filter on IV filter line was leaking during nivolumab infusion. Patient had a sterile dressing sheet under filter. Very small amount of fluid slightly larger than 50p piece was noted. There was unprotected chemo exposure due to it coming into contact with the patient and onto the floor, but not onto the staff. There was also a delay in critical therapy. There was patient involvement and no report of patient harm.